Event description:
Mentor silicone breast implants put under muscle in both breasts in (B)(6) 2013. Gradual but steady health decline with aches, pains, muscle weakness, fatigue, chest tightness, shortness of breath, hip pain, loss of use of both arms, neck weakness, loss of appetite, nasal/sinus congestion, sores on tongue, loss of taste, brain fog, numbness, tingling, spastic muscles, spasms, drooling, weight loss, tiredness, general malaise. In the last 18 months I have sought help from 3 neurologists, acupuncture, chiropractor, thermologist. Stem cell doctors, cannabis doctor, cervical spine surgeon, and had 2 brain mris, 2 cervical mris, 1 brain stem MRI, spinal tap, and 2 emgs, several blood panels; all within normal ranges; no specific diagnosis; motor neuron issues; no relief. Sent to neuropsych, physical therapy, occupational therapy, speech therapy. No diagnosis or relief. Breast damaged and deformed by lumpectomy.